Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the display is flickering. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During this testing, it was found that the unit was not able to power on using battery power and one led segment does not illuminate. No flickering was observed; however, the led segment may have flickered when it was failing. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.